Event description:
Note: similar devices made by hoyer co. Are currently in use at this time.two nurse aides were putting resident to bed using hoyer lift. As resident was being lowered to bed, the lift lowered too quickly causing resident to hit head on headboard bed. Nurse aides were unable to reach valve which could slow downward progress of resident. Device is suppose to lower resident slowly at all times but did not do so. Resident was sent to the emergency room for sticthes of 1-1/2 laceration to the headdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: component failure, design - inadequate, design - human factors. Conclusion: device failure occurred and was related to event, device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.